Event description:
It was reported that dissection occurred. Vascular access was obtained via the radial artery. A percutaneous transluminal coronary angioplasty was performed on a mid left anterior descending artery (lad). Following successful predilitation, a 24 x 2.50 promus elite stent was deployed in the lad. Following stent deployment, a distal edge dissection was noted. It was noted that significant resistance was encountered while operating the device. Another stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient was reported to be stable following the procedure. It was further reported that the target lesion was located in the moderately calcified and mildly tortuous mid lad. The target lesion was predilated with a 2-12 semi compliant balloon, with a 50% stenosis post dilatation. The stent was deployed at nominal pressure and the dissection occurred immediately post stent deployment.

Event description:
It was reported that dissection occurred. Vascular access was obtained via the radial artery. A percutaneous transluminal coronary angioplasty was performed on a mid left anterior descending artery (lad). Following successful predilatation, a 24 x 2.50 promus elite stent was deployed in the lad. Following stent deployment, a distal edge dissection was noted. It was noted that significant resistance was encountered while operating the device. Another stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient was reported to be stable following the procedure.